Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to the circumstances of the procedure. In this case, it is possible partial capture of tissue occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using a small-bore sheath after a percutaneous coronary intervention procedure. Reportedly, the prostyle suture was successfully deployed, the knot was advanced to the vessel wall and tightened, however, hemostasis was not achieved. A non-abbott device was added, but hemostasis was still not achieved. Manual compression was ultimately used to achieve hemostasis after the non-abbott device also failed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.